Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a circumcision device. The customer reports that the baby bled extensively after circumcision and needed additional treatment. Surgicel was applied to stop the bleeding.